Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: during the case the rubber part (seal) in the trocar chipped. The fallen piece was retrieved. There was no additional bleeding or tissue damage. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt info available. No pt injury was reported.